Event description:
It was reported that the system displayed motion errors which would prevent the system from operating. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software and replaced a motion sensor. The system operates as intended.